Event description:
It was reported that a patient was implanted with an implantable neurostimulator (ins) 39 days after the listed use by date. The patient was reported to have no complications. If additional information is received, a follow-up report will be sent.